Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient required CABG and an iabp to treat ventricular dysfunction due to impediment of blood flow to the left main. Despite maximal medical and surgical efforts cardiac function was not restored and she expired. There has been no allegation of a device malfunction. It appears that the root cause of this event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient expired during surgery after an edwards aortic valve was implanted. The patient developed aortic insufficiency due to prosthetic valve endocarditis of her prosthetic valve approximately 11 years after implant. She was urgently taken for re-operative surgery due to cardiogenic shock and need to replace the aortic valve. The edwards aortic valve was implanted. The patient presented to the hospital with a gib, a definitive source of bleeding was not determined. She went into atrial flutter and required cardioversion the following day. She then developed respiratory distress and required bipap. Tee found vegetation of her aortic valve and ai. She decompensated and required intubation. Cardiac cath showed lad disease. She was stabilized over several days and then taken to surgery to replace her aortic valve. At the time of surgery she was already in cardiogenic shock. Due to her morbid obesity, the surgery was extremely difficult. The previously placed aortic valve was clearly not functional due to the leaflets being destroyed. It was excised which was described as very difficult. There was some dehiscence and exposed muscle under the left main coronary artery that was repaired with sutures. A root enlargement was not possible due to calcification and poor quality of tissues. A 21mm was the preferred choice of the surgeon but a 23mm was chosen due to super morbid obesity and hemodynamic requirements. The annulus was sized and the edwards 23mm aortic valve was implanted and was snug. The right coronary artery was visualized but there was difficulty visualizing the left coronary artery. The surgeon could probe the opening and blood came back after instillation of cardioplegia so he felt the left coronary artery was patent. Tee showed a hypokinetic rv, no contractions of the lv, and potential impediment of the flow through the left main. The surgeon then performed a CABG x1 and activity and contraction to the left ventricle resumed and the patient went into sinus rhythm. Another tee was done which revealed a very hypokinetic heart with slightly better rv & lv function but overall still poor. Multiple pressors and inotropes were utilized to attempt weaning from bypass but when they got down half-flow there was sluggish contractility of the entire heart. An iabp was placed and attempts were made to wean off bypass again. She was separated from bypass and in sr but still on high-dose pressors and inotropes with the iabp. After decannulating, she showed evidence of no cardiac function and attempts were made to resuscitate but it became obvious that she could not survive. Despite maximal medical and surgical efforts cardiac function was not restored and she expired.